Manufacturer narrative:
This is default text configured for block h10.

Event description:
Had an issue with 3- lioresal 8566 kits, where the tubing in the kits appeared to be clogged. [Device occlusion] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns device occlusion and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from a doctor's office via a call through amneal¿s regional manager concerning the above-mentioned adverse events experienced by the patient while on lioresal (baclofen) injection. The patient was being treated with lioresal (baclofen) injection (lot no: 8368301) (dose, frequency, route, strength, and therapy dates were not reported) for an unknown indication. History of procedure included medical device implantation. Co-suspect medication, concomitant medication, medical history, history of allergies, smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. The doctor¿s office reported an issue with three lioresal 8566 kits, where the tubing in the kits appeared to be clogged. The physician was still able to complete the refills and had already disposed of the tubing and needles. Last action taken with lioresal in relation to device occlusion and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the device occlusion and no adverse event events was unknown. The reporter assessed the causality of device occlusion as related to the lioresal refill kit. The reporter did not provide causality of the event no adverse event with lioresal. This case was considered serious. The reportability of this case was expedited. Follow up (#1) information was received on 26-feb-2026. Significant follow up information was received on 26-feb-2026 from doctor's office via an email through amneal¿s regional manager. New information included reporter¿s full name, address, and phone number. Narrative was updated accordingly. Last action taken with lioresal in relation to device occlusion and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the device occlusion and no adverse event events was unknown. The reporter assessed the causality of device occlusion as related to the lioresal refill kit. The reporter did not provide causality of the event no adverse event with lioresal. This case was considered serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Had an issue with 3- lioresal 8566 kits, where the tubing in the kits appeared to be clogged. [Device occlusion]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns device occlusion and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 25-feb-2026, amneal pharmaceuticals received information from a doctor's office via a call through amneal¿s regional manager concerning the above-mentioned adverse events experienced by the patient while on lioresal (baclofen) injection. The patient was being treated with lioresal (baclofen) injection (lot no: 8368301) (dose, frequency, route, strength, and therapy dates were not reported) for an unknown indication. History of procedure included medical device implantation. Co-suspect medication, concomitant medication, medical history, history of allergies, smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. The doctor¿s office reported an issue with three lioresal 8566 kits, where the tubing in the kits appeared to be clogged. The physician was still able to complete the refills and had already disposed of the tubing and needles. Last action taken with lioresal in relation to device occlusion and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the device occlusion and no adverse event events was unknown. The reporter assessed the causality of device occlusion as related to the lioresal refill kit. The reporter did not provide causality of the event no adverse event with lioresal. This case was considered serious. The reportability of this case was expedited. Follow up (#1) information was received on 26-feb-2026. Significant follow up information was received on 26-feb-2026 from doctor's office via an email through amneal¿s regional manager. New information included reporter¿s full name, address, and phone number. Narrative was updated accordingly. Last action taken with lioresal in relation to device occlusion and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of the device occlusion and no adverse event events was unknown. The reporter assessed the causality of device occlusion as related to the lioresal refill kit. The reporter did not provide causality of the event no adverse event with lioresal. This case was considered serious. The reportability of this case was expedited. This significant follow up (#2) information received on 14-apr-2026. New information received includes investigation report, attached with this case. As part of the investigation, three (3) photographs of the product and one (1) used, uncontaminated sample were provided. The sample and photographs were visually and physically evaluated. The images documented the overall device, including an image of the internal portion of the male luer. Physical occlusion testing was performed on the returned sample and failed. During evaluation, excess solvent was observed in the bonded joint between the tubing and the male luer, confirming the presence of a product defect. A review of the discrepancy management system (dsms) database for the reported lot number identified no abnormalities or nonconformances during manufacturing or final product inspection. The root cause of the defect was determined to be operator oversight during the manual assembly process, resulting in unintended application of excess solvent. Although operators are trained and qualified, the manually assembled nature of the process relies heavily on individual attention to detail. The incident information was forwarded to the manufacturing department to increase awareness and has been included in ongoing trend analysis of the product line. The complaint will be retained for reference, and similar reports will continue to be monitored. Last action taken with lioresal (baclofen) in relation to device occlusion was not applicable. De-challenge and re-challenge were not applicable. The outcome of the device occlusion event was unknown. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed to have the possibility of causing any future harm to other users of the product.